Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r) unknown formulation via a reusable pen (humapen ergo ii), for the treatment of unknown indication; therapy start date and dosage regimen were not provided. On an unspecified date, her pen was failing, she was not applying the right dose of insulin and she was entering hospital because her sugar rose (3592886/lot unknown). Corrective treatment and the outcome of the events were not provided. Human insulin therapy status was not provided. The operator of the humapen ergo ii was the patient but her training status was not provided. The general duration of use of the humapen ergo ii and the duration of use of the suspect humapen ergo ii were not provided. If device was returned, evaluation would be performed. The reporting consumer did not provide a relatedness opinion. Update 01mar2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
New updated and corrected information is referenced (B)(6) 2016. Evaluation summary: a female patient reported that when using her humapen ergo ii device her "pen was failing and she was not applying the right dose of insulin." She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unspecified origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r) unknown formulation via a reusable pen (humapen ergo ii), for the treatment of unknown indication; therapy start date and dosage regimen were not provided. On an unspecified date, her pen was failing, she was not applying the right dose of insulin and she was entering hospital because her sugar rose ((B)(4)/lot unknown). Corrective treatment and the outcome of the events were not provided. Human insulin therapy status was not provided. The operator of the humapen ergo ii was the patient but her training status was not provided. The general duration of use of the humapen ergo ii and the duration of use of the suspect humapen ergo ii were not provided. The device was not returned therefore an evaluation could not be performed. The reporting consumer did not provide a relatedness opinion. Update 01mar2016: upon review, this case was opened to update the medwatch and (B)(4) required device reporting elements for regulatory reporting. Update 18mar2016. Additional information received 17mar2016 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), the (B)(4) device information, medwatch (m/w info) were updated accordingly, and the narrative was updated accordingly.